Event description:
It was reported that five prostyle devices from the same lot number and box were defective and couldn't be used successfully [failed] relative to an unspecified procedure. The method to achieve hemostasis was not provided. No additional information was provided at this time.

Manufacturer narrative:
Estimated date of event. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis may include, but are not limited to, poor or partial tissue capture, air knot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: removed patient code 4641 and added patient code 4624. H6: removed device code 3190.

Event description:
Subsequent to the previously filed report, additional information was received stating that the five prostyle devices did not properly close the vessel and the physician decided to open the puncture site and close it with stitches (cut down surgery). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.